Manufacturer narrative:
Boston scientific technical services (ts) reviewed episode v-30, which was the only stored episode from (B)(6) 2018. The episode occurred at 7:50 pm. The onset of the episode was initially sudden and the ventricular rate was greater than the atrial rate. The rhythm initially met detection in the vt-1 zone, where no therapy was programmed or delivered until six minutes into the episode. At that point, the rate accelerated into the vf zone and a 41j shock was delivered. This slowed the rate and changed the morphology. Within a short time, the rate increased again into the vt-1 zone and showed 1:1 atrial to ventricular conduction. The description of the patient experiencing slow vt (below the rate cutoff) and pea after the shock was similar to the sequence of events observed in this episode. There were no subsequent stored episodes to review. The device appeared to have operated as expected and per programmed settings based on the available data. The device was not explanted post-mortem. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with an implantable cardioverter defibrillator (ICD) passed away on (B)(6) 2018. The unofficial cause of death reported was pulseless electrical activity (pea) following a run of ventricular tachycardia (vt). Remote monitoring data showed that on (B)(6), the patient was shocked appropriately by the ICD after vt was detected. The vt rate initially fell below the therapy zone rate cutoff, but once the rhythm accelerated, the device treated with a 41j shock. The rhythm converted, but the patient went back into a slow vt, with a rate below the therapy zone rate cutoff. It is believed the slow vt caused pea. Unrelated to the patient's death, remote monitoring data showed a sudden increase in atrial lead impedance measurements with an atrial tachy response (atr) episode stored on (B)(6). A review of the atr episode showed respiratory sensor oversensing. The patient's ICD was implanted in her abdomen with two competitor epicardial leads. The high voltage lead was tunneled around behind the left ventricle. Implant defibrillation threshold (dft) testing was normal. The patient was never paced in either the atrium or ventricle. The impedances first increased from mid-100 ohms to mid-1200 ohms, then decreased, but increased again in the beginning of (B)(6). There are no allegations linking the respiratory sensor oversensing to the patient's death, as the events did not correlate with the timing of the patient's death.